Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and insulin squirting out while priming. Customer blood glucose level was unknown. The customer stated that insulin pump had slower to rewind and making louder grinding noise. Customer stated that the battery life was diminished and insulin pump had unexplained no delivery alarm and delivery failure alarm. The device will not be returned for analysis.